Event description:
The customer reported that erroneous low cartridge glucose results were generated from a unicel dxc 600i synchron access clinical system for two patients. Beckman coulter inc assessment of customer supplied data indicated that upon repeat on a different instrument, both patients' glucose results were higher and regarded as valid. Patient two possessed a redrawn sample glucose results which was also higher. It is not known if the repeated results were reported outside of the laboratory. Patient one's initial glucose result was not reported out of the laboratory. It was held for repeat testing. Patient two's initial glucose result was reported out of the laboratory however, the result was questioned by the physician and a new sample draw was ordered. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc assessment of customer supplied data indicated that additionally initial blood urea nitrogen (bun), albumin (alb) and total protein (tp) were corrected for the first patient and an initial bun result was corrected for the second patient. There was no indication that these chemistry results were reported. All but one of the initial results (patient two's tp initial result) were accompanied by "out of reportable range low" instrument messages. Additional chemistry results were provided for these patients but were not questioned by the customer as erroneous.

Manufacturer narrative:
One patient was a male, age (B)(6). The age and gender of the other patient is unknown. Service was not dispatched to the site to address this issue as it was resolved through beckman coulter inc led customer troubleshooting. A beckman coulter inc (bci) representative led the customer through a visual assessment of the instrument, with no issues noted. The bci representative advised the customer to repeat quality controls (qc) on the entire cartridge side (cc) of the instrument. Upon completion of qc, all analyte qc results were in range. The customer indicated that no additional erroneous patient results were generated. The root cause of this event is unknown.